Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a patient shift during a scan and plan surgery. They had put in four screws, but noticed that one level was slightly shifted in one direction. The surgeon decided to keep the screw location. There was no patient harm and the procedure was not delayed. It was reported that just one level of screws (l5) deviated to the right laterally less than 3.5 millimeters.

Manufacturer narrative:
H6: the exports were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for product analysis. The analysis determined that the root cause of the reported deviations would be inadequate platform fixation, leading to a platform shift. According to mazor x stealth edition surgical technique guide, mkc0464-01, page 25, "the schanz screw must be inserted into the iliac crest,". Misplacement of the platform may lead to instability and cause deviations for all operating trajectories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.